Event description:
A customer alleged a liquid substance seeping out of a 7-8 year old toshiba u/s ivf vaginal probe. It was reported that the inside of the probe has some copper element but is sealed inside silicone. There is a rusty colored liquid leaking from the probe handle. Toshiba has validated this probe for re-sterilizing through sterrad 100s. The manufacturer of the probe has been notified and is conducting an investigation. The investigation results from the probe manufacturer will be reported on a supplemental report if received by asp.

Event description:
The report received from the study indicated that 7 days following pta in the proximal left internal carotid artery, the patient suddenly developed right aphasia, right hemiparesis and right hemineglect and an ischemic stroke was diagnosed. Following a neurological consult, the patient was referred to rehabilitation. There was no presence of babinski, nor was there any documented vision loss. The patient was asymptomatic at study admission. Pta was performed on 90% occluded lesion of 15mm in length in an 8.0mm vessel diameter. The (arch I) eccentric lesion was moderately calcified with mild vessel tortuosity. The lesion was pre-dilated. A 5mm medium support angioguard rx embolic protection device was successfully deployed and retrieved. There was debris in the basket, but the investigator did not feel that any debris escaped from the filter basket during withdrawal. An 8x40mm precise pro rx stent was successfully deployed at the target site. There was no thrombosis noted pre or post-deployment. Residual diameter stenosis measured 20%. A 5 fr sheath introducer was used. There was a tight seal between the sds, and the toughy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user aspirated prior to contrast injections and no air bubbles were noted at any time during the procedure. The patient had no neurological deficits upon leaving the angio suite. The patient was discharged on the following day without any adverse events.

Manufacturer narrative:
Additional information was received from the clinical events committee that in addition to the ischemic stroke the patient experienced, stent thrombosis was also found. A carotid duplex exam was performed eight days after stent placement in the left carotid artery. The impression was: 1. Interval placement of a carotid stent in the distal common carotid artery extending into the proximal internal carotid artery. External carotid artery appears slightly stenotic at its origin but appears otherwise patent. The stent appears occluded from the carotid bulb superiorly. The internal carotid artery is occluded from the carotid bulb to the region of the cavernous portion of the internal carotid artery. Seven days following a pta in the left proximal internal carotid artery, the patient suddenly developed right sided aphasia, hemiparesis and hemineglect. An ischemic stroke was diagnosed. Following a neurological consult, the patient was referred to rehabilitation. The patient was asymptomatic at study admission. An angioguard rx embolic protection device was successfully deployed and retrieved. Debris was noted in the basket but the investigator did not feel that any debris escaped during withdrawal. A precise pro rx stent was then successfully deployed at the target site. There was no thrombus noted pre or post-deployment. Residual diameter stenosis measured 20%. A 5 fr sheath introducer was used. There was a tight seal between the sds and the hemostasis valve of the sheath introducer/ guiding catheter during aspiration. The user aspirated prior to contrast injections and no air bubbles were noted at any time during the procedure. The patient had no neurological deficits upon leaving the angio suite. The patient was discharged on the following day without any adverse events. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the cavatas (carotid and vertebral artery transluminal angioplasty study) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Factors that may have influenced this event include patient, pharmacological and lesion. Ischemic stroke is also a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
Seven days following a pta in the left proximal internal carotid artery, the patient suddenly developed right sided aphasia, hemiparesis and hemineglect. An ischemic stroke was diagnosed. Following a neurological consult, the patient was referred to rehabilitation. The patient was asymptomatic at study admission. An angioguard rx embolic protection device was successfully deployed and retrieved. Debris was noted in the basket but the investigator did not feel that any debris escaped during withdrawal. A precise pro rx stent was then successfully deployed at the target site. There was no thrombus noted pre or post-deployment. Residual diameter stenosis measured 20%. A 5 fr sheath introducer was used. There was a tight seal between the sds and the hemostasis valve of the sheath introducer/ guiding catheter during aspiration. The user aspirated prior to contrast injections and no air bubbles were noted at any time during the procedure. The patient had no neurological deficits upon leaving the angio suite. The patient was discharged on the following day without any adverse events. The product remains implanted in the patient and is thus, not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure my have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.